Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose readings on a dexcom g7 sensor that were higher than contemporaneous fingerstick values while using the ilet, and was advised to enter fingerstick values into the ilet and was transferred to the sensor manufacturer for further support; subsequent monitoring showed glucose trending down into range and the user confirmed fingerstick accuracy before proceeding with a meal announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with continued glucose monitoring and coordination with the partner organization. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.